Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device revealed that the fiber tip was broken. The fiber tip breakage was likely influenced by procedural factors, such as the physician's technique and the size or composition of the material being ablated. The device instructions for use (IFU) was reviewed. The IFU states: hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber and inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information from the analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during retrograde intrarenal surgery (rirs) procedure, the first two fibers used did not work properly. The error code 66 was found with one of the two defected fibers. The procedure was completed with a third fiber without patient complications. Analysis of the returned device identified a fiber tip fracture. This complaint is for the first defective fiber.